Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than ten (10) years since the subject device was manufactured. Based on the results of the investigation, it was not possible to specify the root cause of the suggested event. However, it was confirmed that an error occurred in the outgoing images due to a failure of the printed circuit board, but it was not possible to identify the factors that led to the failure of printed circuit board. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the visualization unit when connected with the main monitor could not output a 3d image. The image appeared to be out of alignment. The issue occurred at preparation for us for a diagnostic procedure. The procedure was completed with a different set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name:(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.